Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/16/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage measurement: failed 0 vdc, added voltage to transmitter: passed. Pairing with nordic bluetooth device: failed, pairing with nordic bluetooth device with added voltage: passed. Bin file analysis did not confirmed the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.